Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device would not interrogate and noted that it failed its uplink test. When its cable was replaced with a known, good one the device interrogated and passed functional testing. The device was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had difficulty with telemetry. The rf head has been returned and is no longer needed. No patient complications have been reported as a result of this event.